Event description:
Complainant alleged that during a routine shift check by a clincian, the device displayed message codes "status 110" and "cannot dump". The complainant indicated that there was no pt involvement in the reported failure.